Event description:
It was reported that the device had alarm - error codes / messages with a channel error code 242.4030. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had alarm - error codes / messages with a channel error code 242.4030. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manufacturer?, device eval by manufacturer? Annex a: a0721. Annex g: g02005. Annex b: b01. Annex c: c0205. Annex d: d02. Correction: annex a: a1601. Annex g: g0600101. Correction to remove the following codes in section h6 reported in error in the initial MDR: annex b: b21. Annex c: c21. Annex d: d16.